Event description:
No further event information available at the time of this report.

Manufacturer narrative:
X-rays were provided and reviewed by a health care professional. Review of the available records identified the following : there was a communited and displaced periprosthetic fracture of the left femur. The femoral implant was loose and appeared to be subsided. No other abnormalities were identified reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown liner, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the 411 group that a patient underwent a left hip arthroplasty on an unknown date. Subsequently, the patient was revised due to a fractured femur of unknown cause. Attempts were made to obtain additional information; however, none was available.